Event description:
The manufacturer received information alleging a ventilator was alarming for a "critical error". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative alarm condition was observed. The device's blower motor subassembly needs to be replaced to address the issue. No components were replaced. The device was scrapped.